Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 222 mg/dl about an hour ago. Customer stated that the insulin was squirting out during the manual prime process. Customer also stated that they were not wearing the pump during priming. Customer reported that the drive support cap was sticking out and that there was a gap between the piston and the reservoir. Customer was advised that the insulin pump will need to be replaced. It was explained to the customer that the possible cause of the alarm was during seating. The force sensor did not detect the reservoir. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.